Event description:
It was reported that the shaft break occurred. A guidezilla guide extension catheter was selected for use. Upon unpacking, the catheter was found to be broken at the front end of the catheter. The outer packing and carrier tube was intact. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was not returned for analysis. However, an analysis was concluded based on the provided photo of the complaint device and it was observed a shaft break consequently, confirming the reported complaint.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. At 24.6cm from the tip of the device, the shaft was detached at the collar and polytetrafluoroethylene (ptfe) was peeled our and still connected within the collar to the detached portion of the device. The ends of the detached shaft are damaged and slightly twisted. The damage to the ptfe and the jagged edges of the detached shaft indicates that the device was rotated with force during handling of the device. There was no presence of blood within the device however, there were traces of blood present on the outside of the shaft.

Event description:
It was reported that the shaft break occurred. A guidezilla guide extension catheter was selected for use. Upon unpacking, the catheter was found to be broken at the front end of the catheter. The outer packing and carrier tube was intact. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the shaft break occurred. A guidezilla guide extension catheter was selected for use. Upon unpacking, the catheter was found to be broken at the front end of the catheter. The outer packing and carrier tube was intact. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.